Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device got stuck. The target lesion was located in the mildly tortuous and mildly calcified lower limb. An angiojet solent omni catheter was used for mechanical thrombectomy procedure. However, during the procedure, the device became entrapped on the guidewire. Then, an displayed an error message. The procedure was completed with another of the same device. There were no patient complications reported.